Event description:
User states the analyzer was leaking from the bottom ctr and onto the counter and onto the floor. The liquid was in the walkway. No one hurt themselves due to the leak. No pt results were affected.

Manufacturer narrative:
The field service representative determined the cause to be the stopper and replaced it. He also noted he checked the pumps and tubing. Analyzer performance was verified by performing multiple primes and initializations.